Event description:
Reporter stated that 6 of the device's internal contacts have melted. No operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.